Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mmx8mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres; however, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).